Event description:
While surgeon performing a right l5-s1 lumbar laminectomy, disectomy, the tip of a #4 ring curette broke off. Tip of the ring curette was retrieved with no resulting injury to the patient. Removal of piece was confirmed with x-ray.